Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she has been experiencing high blood glucose of in the morning. Customer then stated she had been hospitalized due to high blood glucose over 450 mg/dl. Customer stated the significant even was that she had an infected toe which was going through her body. Customer stated she was hospitalized and a week later she is still having high blood glucose over 400 mg/dl. The customer is not returning the device for analysis.